Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose and a basal anomaly from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer stated that she has been experiencing low blood glucose readings for 3 days. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump has been dropped a couple of times and does not remember when. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer was advised to check the status screen and then visually inspect the reservoir. The customer was advised to speak with their health care provider regarding low blood glucose readings.